Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. During the repositioning procedure the helix would not extend, so the decision was made to implant a new ra lead. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in (B)(4) laboratory, visual observations indicated a complete lead was returned. This device did not pass the helix mechanism test, which was most likely due to dried body fluid in the mechanism. The allegation of difficulty extending helix was confirmed, but the allegation of lead dislodgement was not confirmed.